Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report air bubbles in the reservoir of the insulin pump. Customer's blood glucose reading was 116 mg/dl. Troubleshooting was done. Nothing further reported.